Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t assay results for 1 patient sample on a cobas e 801 module. The initial troponin result from line 1 was 11 ng/l. The sample was automatically repeated and the repeat result was 28 ng/l. The sample was repeated on line 2 and the result was 13 ng/l. The sample was repeated again on line 1 and the result was 10.2 ng/l.